Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm that the reported issue was affecting the stirrer motor on the patient side. The failure was traced back to a blocked stirrer motor. The technician attempted to replace the stirrer motor but screws removal was difficult and decided to replace the complete patient bridge. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is a stirrer motor bearing damage due to environmental conditions, as water infiltration, humidity, condensation or high temperatures leading to corrosion formation at the level of the ball bearing preventing the shaft from rotating freely.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error messages during procedure. The affected circuit, cardioplegia or patient, is unknown. A malfunction of the stirrer motor on the patient side cannot be excluded. There was no report of patient injury.